Manufacturer narrative:
Philips service replaced the tsm, connecting cord, and bracket, and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen intermittently fails, with tsm and grabber card issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.